Event description:
Device returned for analysis with report of reason for removal as "infection". Hcp provided the add'l info that the pt is "ok recovered from the infection and no baclofen related symptoms occurred". Add'l info re the course of the event was requested but has not been rec'd.